Manufacturer narrative:
Product analysis:visual and optical examination confirms the implant is fractured at the implant inserter interface, with rays emanating from the instrument holder interface area, consistent with overload. The above observations are consistent with brittle overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Location : hospital. Device evaluation anticipated, but not yet begun. This part is not approved for use in the united states; however a like device catalog # 9392507, 510k # k094025 was cleared in the united states.

Event description:
It was reported that, intra-op, 7mm cage got cracked at the connection with an inserter during the insertion after use of 8mm disc shaver. The surgical time was extended less than 15 min. The product came in contact with the patient. There were no patient complications. The product was a consignment. Sale rep was not present at the surgery so the detail of the patient was unknown. Pedicle screws used were non-medtronic product.